Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) stated they used 3 supply bags and had an issue with the second bag. It would not refill the heater bag towards the last one fourth of the bag. The hp elected to try and resolve the issue by disconnecting the supply bag and adding a new bag to the same line. The baxter technical service representative (tsr) advised them they were ending therapy. They had disconnected the supply bag and the tsr assisted the hp to end therapy in dwell 3 of 4. It was unknown if the hp would do manual exchanges to finish therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, he was able to finish out therapy with manual supplies. He had already discussed with the tsr the proper procedures for using all new supplies when there is an issue. Since then, he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a user error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.